Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off while charging. Customer was assisted with resetting the pump and reportedly, insulin delivery was resumed. Customer's blood glucose was 140 mg/dl.